Event description:
Additional information was received from the consumer indicated that the patient went through withdrawal in (B)(6)2015 due to the pump failing. No further complications have been reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-06, additional information was received from the manufacturer representative (rep). The rep reported they thought the p ump was to be programmed to off-state on the date of the call, but the end of service had already occurred in (B)(6) 2017 due to normal battery longevity. The rep stated a motor stall had occurred in (B)(6) 2015. The patient's weight was currently (B)(6). No symptoms were reported. Information also reported the patient had bupivacaine (20 mg/ml, unknown dose) and morphine (10 mg/ml, unknown dose) in their pump.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient using an implanted infusion pump. It was specified that there was no drug in the pump at the time of the event. The indications for use included non-malignant pain and chronic low back pain. It was reported that the pump failed in (B)(6) 2015, and the pump and alarm were turned off. In (B)(6) 2017, the pump started to alarm again (for the past few weeks, relative to the date of report). The patient was reportedly hearing a multi-tone alarm. The patient was redirected to a healthcare provider. No symptoms were reported, and no further complications were reported or anticipated.